Event description:
It was reported the touch screen of the programmer was not working. It can not be pressed to the desired point despite the stylus calibration, it was tried while changing stylus but the problem could not be solved. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and cursor on the screen due to the touchscreen overlay and the stylus. It was noted when the stylus was pulled back from the screen, the cursor jumped away from the stylus. Analysis also found the upper case was cracked.